Event description:
It was reported that a cartridge alarm 20 occurred during pumping. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer in attempting to load a new cartridge, but the alarm recurred, preventing the resumption of insulin therapy. As a result, technical support decided to replace the pump, which was under warranty. The customer will use multiple daily injections as a backup therapy and was instructed on how to store the faulty pump and return it using a pre-paid label.